Event description:
It was reported that the patient sought treatment because of a constant pain in her back. The patient underwent a lateral lumbar interbody discectomy and fusion of l4-l5 surgery using rhbmp-2/acs. Following the surgery, patient began experiencing back pain and tingling. Patient continued to follow up and complain of pain for six months after her surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.